Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing related to the minute ventilation (mv) feature. Consequently, two signal artifact monitor (sam) episodes were stored, in which the mv was deactivated. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing related to the minute ventilation (mv) feature. Consequently, two signal artifact monitor (sam) episodes were stored, in which the mv was deactivated. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.